Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0323783. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the video submitted by the facility was reviewed by our team of quality engineers. The observed leak can be the result of wither use or assembly, without the ability to perform a hands-on investigation of the device a root cause could not be confirmed. 45psi leakage test for the retain sample, no found leakage issue. H3 other text : see h.10

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the defective tubing. The following information was provided by the initial reporter, translated from chinese to english: "patient went to the hospital emergency treatment due to the mistake of mosquito coil incense 4 hours , the doctor's advice to open the vein channel, the nurse open a complete package of closed type needle stick injuries prevention venous indwelling needle for the patients with puncture, found after a successful puncture needle pipe wall leakage, then immediately replace needle, secondary stinging pain to the patient, the other no harmful consequences."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the defective tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient went to the hospital emergency treatment due to the mistake of mosquito coil incense 4 hours , the doctor's advice to open the vein channel, the nurse open a complete package of closed type needle stick injuries prevention venous indwelling needle for the patients with puncture, found after a successful puncture needle pipe wall leakage, then immediately replace needle, secondary stinging pain to the patient, the other no harmful consequences."